Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. During processing of this complaint, attempts were made to obtain complete event information. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. It is unknown if the indicator triggered earlier than intended. Troubleshooting is pending to update the software. The ipg is providing therapy.

Manufacturer narrative:
Correction: h6 device code 1483 was mistakenly omitted in previous reporting after premature elective replacement indicator was confirmed.

Event description:
Additional information was received that the software upgrade was performed, clearing the reported error.